Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Event description:
It was reported that when the debridement utilizing a versajet was started, the power of the fluid jet was weak and it was unable to remove the tissue despite the setting of 10. The surgery was completed with surgical knives. No patient harm. No information about delay. The hand-piece was discarded by the customer.